Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle had incorrect label information. Attached document for product 360213 states,"ce cert (B)(4).", and on actual box had a ce cert that states (B)(4). The following information was provided by the initial reporter. The customer stated: the attached document for product 360213 states ce cert number (B)(4). Unfortunately on the box and actual product the ce cert states (B)(4).

Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle had incorrect label information. Attached document for product 360213 states,"ce cert number 00362.", and on actual box had a ce cert that states (B)(4). The following information was provided by the initial reporter. The customer stated: the attached document for product 360213 states ce cert number (B)(4). Unfortunately on the box and actual product the ce cert states (B)(4).

Manufacturer narrative:
Investigation summary: bd had not received samples, but 3 photos and a ce certificate were provided for investigation. The photos were reviewed and the indicated failure mode for incorrect ce number was not observed. The (B)(4) on the product labeling is the number of the notified body that certifies the product. This number is different from the ce certificate number. The provided ce certificate with the number 00362 is correct. In addition, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."